Manufacturer narrative:
The device was received for evaluation and the tubing was observed to be separated at the main body /twist clamp. Due to the condition of the returned sample, the reported patient reaction could not be duplicated or verified. A batch review was not conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this occurred on an unspecified date in 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis patient experienced shortness of breath and fluid overload during use with a transfer set. It was reported the events occurred after the transfer set was changed. It was reported the patient was not hospitalized for the events. There was no report of medical intervention or treatment associated with this event. It was reported the patient was recovered from the events. Action with pd therapy was not reported. No additional information is available.